Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the lots 25088001, 25096861, and 25098366, the last three lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, that the acrobat-I stabilizer wire reinforced tubing got snagged in the retractor and a hole was made in the tubing preventing the vacuum suction from continuing to work. A replacement device was used to complete the procedure. The hospital did not report any pt effects.